Manufacturer narrative:
Device evaluated by MFR: unit returned, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device was inspected and no failures were found. The surface of the device was carefully inspected and no abnormalities were observed, it was smooth and uniform. Also the distal and proximal tip were inspected and no failures were found. The device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification. The device was within specification.

Event description:
It was reported that guide wire detachment occurred. The target lesion was located in the distal left circumflex artery or posterolateral branch. A 185cm straight pt2 guidewire was advanced to cross the lesion. However, during the procedure, the device was separated slightly longer than the middle of the radiopaque marker. The separated part was inside the patient body and the remaining wire was missing. The procedure was cancelled/rescheduled. No patient complications were reported.

Event description:
It was reported that guide wire detachment occurred. The target lesion was located in the distal left circumflex artery or posterolateral branch. A 185cm straight pt2 guidewire was advanced to cross the lesion. However, during the procedure, the device was separated slightly longer than the middle of the radiopaque marker. The separated part was inside the patient body and the remaining wire was missing. The procedure was cancelled/rescheduled. No patient complications were reported.